Manufacturer narrative:
(B)(4) the lens was not implanted in the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to loading into the cartridge the surgeon notice a spot on the intraocular lens (iol). The surgeon used another iol of the same model and diopter. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received in a re-sealable plastic bag labeled as clean. An inspection under microscope revealed surface debris and particles. In addition, the lens had what appears to be viscoelastics, probably from the loading process. The complaint for a spot (discolored) on the lens was verified. A cartridge was returned with the lens that matches a photo of the returned cartridge as received. However, the returned cartridge is not a 1mtec30 as mentioned on the complaint folder. But, the returned cartridge was a 1cart30 model that is compatible for use with acrylic one piece lenses. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.